Event description:
Per the clinic, the patient experienced swelling and inflammation at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
Correction: the correct date of implantation (d6a) is (B)(6) 2023; not (B)(6) 2023, as previously reported. Per the clinic, the patient experienced skin breakdown over the transducer. This report is submitted on april 19, 2023.